Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 570mg/dl. His blood glucose was treated with an insulin drip. The nurse stated that the customer was vomiting prior to his admission. Troubleshooting was performed. The caller stated that his insulin pump alarmed no delivery during bolus. It was stated that the customer was not willing to attempt using another infusion set to resolve the issue. During testing, it was found that the customer is inserting the infusion set while he is sitting. Instructed the caller to remove the cannula and it was bent. The customer stated that he has lost some weight and maybe the cannula is too long. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.